Event description:
It was reported that a vns patient was scheduled to have an urgent vns replacement as the patient was experiencing painful stimulation. Moreover, information from the treating nurse indicated the painful stimulation resolved once the device was turned off. The patient underwent full revision surgery as scheduled. Good faith attempts to obtain additional information and product return have been unsuccessful to date.